Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 350 to 400mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a blood test was performed by the customer and produced test results of "hi" using true track meter. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date is 05/05/2016. The product is stored according to specification. Customer was unable to recall results from the meters memory.